Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with a miniarc sling system "with the intention of treating her pelvic organ prolapse and stress urinary incontinence". It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, pelvic pain, painful intercourse, infection, urinary problems, and other injuries". It was also alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has required additional medical treatment, has been forced to undergo an additional surgical procedure", "was injured, resulting in severe mental and physical pain and suffering", and "was caused to suffer and will continue to suffer from physical, emotional", "and other injury".